Manufacturer narrative:
The insulin pump was received without a button response due to a corroded keypad. Analysis was unable to perform the rewind, the basic occlusion, the occlusion, the prime, the excessive no delivery, and the displacement tests. There was no button error alarm during testing. The unit had a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm. The customer reported moisture exposure to the insulin pump. The customer's blood glucose level was 51 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.